Manufacturer narrative:
Corrected to neu_ens_stimulator from neu_lead_stimulator. Corrected to neu_ens_stimulator from neu_lead_stimulator. Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3531, serial# unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for a basic evaluation. It was reported that trial patient's verify controller originally stated device not found. Patient was instructed to ensure all wires were secure and trial patient got assistance from grandson and got the verify controller working again. However trial patient was unable to feel stimulation on either side and noted as possible lead migration. No further complications were reported.